Manufacturer narrative:
This event occurred on an unspecified date in september 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the collar threading on an interlink system catheter extension set was frayed which resulted in a loose connection. This event was discovered before patient use. There was no patient involvement. No additional information is available.